Event description:
The complainant suffers from t12 paraplegia and reported falling asleep while using a heating pad for back pain and waking to find a full thickness burn on her buttocks that would not heal. Complainant was taking several medications at the time of this incident. Complainant has since undergone excision and closure to the burn and now requires a buttock prosthesis.